Event description:
It is reported that the pt was revised due to knee stiffness.

Manufacturer narrative:
(B)(4). Other device used: catalog #00599401691, nexgen legacy contrained condyler femoral component, lot #61248265. Other device used: catalog #00598801020, nexgen stem extension straight, lot #61052016 MFR by zimmer (B)(4). Other device used: catalog #00598800600, nexgen stemmed tibial component, lot #61277511. Other device used: catalog #00598802016, nexgen stem extension offset, lot #61143533. Evaluation summary: based on the limited info provided with the complaint, the cause of the reported stiff knee cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.